Event description:
It was reported the patient wished they had never been implanted as it was driving them crazy. The patient never had therapeutic effect. The patient had not been told how to use therapy. The patient had read the manual, but that was all. The patient felt better and did much better with stimulation off. Stimulation had been off for two or three days, but the patient could still feel stimulation. The stimulator was confirmed off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va090j4, implanted: (B)(6) 2013, product type: lead. (B)(4).